Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the spinal cord stimulation (scs) leads had migrated. The patient underwent a lead reposition procedure and the patient was doing well postoperatively. Nothing removed or added.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks after their implant. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5002563, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4).